Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01049. This report is being submitted as additional information. Approximate age of device- 910 days. Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported events cannot be conclusively determined. The submitted log files contained approximately 23 days of overlapping data, spanning from (B)(6) 2018 at 13:24 to (B)(6) 2018 at 13:12, and appeared to capture the device operating as intended. Bleeding and hemolysis are listed as adverse events that may be associated with the use of the hm ii lvas. The IFU provides information regarding recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a gastrointestinal (gi) bleed on an unspecified date. The patient¿s lactate dehydrogenase (ldh) level increased from 300 u/l to 600¿s u/l after the gi bleed and subsequent reversal of inr and anticoagulation. There were no abnormal pump parameters, but there was concern for early, evolving pump thrombosis. Additional information was requested, but none has been provided. Additional information: it was reported that the onset of the signs of the gastrointestinal bleed was on (B)(6) 2018 at an outside hospital, as the patient experienced a drop in their hematocrit. A CT scan of the patient¿s abdomen was performed and the patient was given a blood transfusion. The patient also had a colonoscopy and the source of the bleed was confirmed, and a polypectomy was performed. During the same hospital admission, the patient¿s elevated lactate dehydrogenase (ldh) level was treated with bivulrudin. The patient is currently home and doing well. The ldh level is trending down.